Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the fiber bonding in the outer tube area was damaged, and the outer tube had a dent. A root cause could not be identified. Based on the investigation results, it is likely that the following factors contributed to the malfunction: the charged-coupled device (ccd) was broken, resulting in a green flickering image, the charged coupled device (r-unit) was broken, fibre bonding in the outer tube area (distal end) was damaged, and the dent observed on the outer tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope's image flickered green during reprocessing. There were no reports of patient involvement.